Manufacturer narrative:
Patient weight not available for reporting. Date rashes began is not known. This report is for an unknown quantity of unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with synthes plates, screws, and pins in the left ankle and right knee on unknown date. On unknown date, patient presented to a clinic with rashes at the implant sites. The rashes were reported to have started approximately six (6) months post-operative and include blisters, eczematous plaques and papulous rashes. A biopsy was performed. Rashes have been treated with triamcinolone ointment. This report is for an unknown quantity of unknown screw. This is report 1 of 3 for (B)(4).